Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported patient thought she had adaptive stimulation enable and it had been ¿herky-jerky¿ at times. Patient services asked for clarification, and patient said sometime the stimulation would ¿just sort of kick up to a higher mode¿ and that was uncomfortable. Patient said sometimes ¿it thought I was moving when I was actually not¿. Patient stated it had been like this since it was programmed at implant. It was reviewed that the as programming might be able to be optimized to be less ¿herky-jerky¿, and patient was going to follow up with healthcare professional for local representative assistance. This would consider a sudden change in therapy or symptoms. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the adaptive stimulation issues occurred on the dance floor. The patient said that they no longer use that setting. It was noted that the issue was not yet resolved and the patient said they could use a visit with their manufacture representative. No further complications were reported.